Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was returned without its original packaging. During the disinfection, a separation was found between the venous side main line and the din connector. During the visual inspection under a microscope, remnants of solvent were found on the inside walls of the din connector, and no solvent was observed on the tubing. This kind of failure can be attributed to the manufacturing process, with several possible causes. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the alleged failure was able to be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset bloodline separated during a patient¿s hemodialysis (hd) treatment. Approximately fifteen minutes after the start of treatment, the rn noticed dried blood on the venous tubing and a couple of blood droplets on the floor beneath the setup. The rn went to wipe the blood, and when they touched the tubing, it completely separated from the blue connector piece (which remained tightly screwed onto the dialyzer port). The rn confirmed there were no issues with the optiflux dialyzer. The separation occurred between two components of the combiset device (the tubing and the connector that screws onto the dialyzer). There were no machine alarms leading up to the event. The rn said there were no changes or disruptions in pressure that could have caused the separation. Once the separation occurred, the rn shut off the blood pump and immediately clamped the lines. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that a combiset bloodline separated during a patient¿s hemodialysis (hd) treatment. Approximately fifteen minutes after the start of treatment, the rn noticed dried blood on the venous tubing and a couple of blood droplets on the floor beneath the setup. The rn went to wipe the blood, and when they touched the tubing, it completely separated from the blue connector piece (which remained tightly screwed onto the dialyzer port). The rn confirmed there were no issues with the optiflux dialyzer. The separation occurred between two components of the combiset device (the tubing and the connector that screws onto the dialyzer). There were no machine alarms leading up to the event. The rn said there were no changes or disruptions in pressure that could have caused the separation. Once the separation occurred, the rn shut off the blood pump and immediately clamped the lines. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.